Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A manufacturer representative went to the site to test the equipment. The camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that the navigation system had issues with the camera tracking the spheres on the instruments. There was difficulty tracking instruments. There was a delay of less than an hour and no reported impact on the patient. Additional information received later reported there was intermittent issues tracking.